Event description:
On (B)(6) 2011, a vns treating neurologist reported that he was seeing the patient for the first time after a double mastectomy due to cancer. The physician reported that the cancer was not related to vns. The physician interrogated the patient's generator and received an error message that said the pulse was disabled due to vbat less than end of service (eos). The physician stated that the surgeon used electrocautery over the vns during the double mastectomy surgery which must have damaged the vns. System diagnostics were performed and the message that vbat was less than eos was again received. The patient's device was then disabled and the patient was referred for battery replacement. Although battery replacement surgery is likely, it has not yet occurred.

Event description:
Additional information was received on (B)(6), 2011 when it was discovered that the vns patient had battery replacement surgery on (B)(6) 2011 due to battery depletion from electrocautery. The explanted generator was returned to the manufacturer for product analysis on (B)(4), 2011 that has not yet been completed.

Event description:
Additional information was received on (B)(6) 2012 when product analysis was completed on the explanted generator. An end-of-service warning message was verified in the product analysis lab and found to be associated with the output being disabled by the pulse generator. The high energy exposure from electrocautery equipment during the patient's double mastectomy is the most likely cause for disabled output condition. Once the output was re-enabled, results of electrical test results demonstrated that the pulse generator was operating within specification. Results of diagnostic testing indicated that the battery status indicated ok. The battery voltage value stored within the generator, 3.330 volts, suggests the device is not at near-end-of-service condition.